Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the antiviral medication in the secondary IV tubing, did not infuse, which caused a delay in patient care. IV tubing was changed and the medication infused appropriately.